Event description:
On (B)(6) 2009, pt reports she is experiencing issues with both the up and down buttons on her infusion device. She states she first noticed the issue about 3 months ago. Pt reports she was bolusing at the time of occurrence. Pt states the buttons do pop back out when pressed and released. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.